Manufacturer narrative:
(B)(4)

Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was moving around in the pocket since implant. It was noted, the patient had difficulty charging since implant. The reporter stated, they were supposed to have their device repositioned prior to moving, but they never got around to it. Additional information received reported that no diagnostics were performed. The reporter stated, the patient did not speak of difficulty with the system. It was noted that no intervention was planned at the time of this report. Additional information received reported the manufacturing representative tried to contact the patient several times.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 888-45, lot# v521134, implanted: 2010 (B)(6); product type lead product ID 3888-45, lot# v516926, implanted: 2010 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported that the battery in the patient¿s back had moved around. It happened like 2 minutes after it was implanted and the healthcare provider (hcp) always wanted to redo it. It was crooked and it was really hard to charge. She had a feeling that it was flipped more and it was on its side more. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.